Event description:
The clinic reported that a laser vision correction patient presented with sub-flap debris detected at 1 week post treatment following relift enhancement. Topical steroid dosage increased. No loss of best corrected visual acuity reported. Patient comments were of blurry visual acuity in right eye.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
A flap lift and rinse were performed.